Event description:
It was reported that this right atrial (ra) lead had exhibited noise that led to inappropriate mode switch and oversensing several years ago, loss of capture was suspected at the time. This right atrial (ra) lead has recently been explanted due to loss of capture and high capture thresholds. The ra lead was successfully replaced. No additional adverse patient effects were reported.